Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported on behalf of his wife that she has had six surgeries to correct 'the tab rubbing thin' on her implanted intraocular lens (iol). He is also questioning if the lens should be completely centered or if it should be slightly off-center. Additional information was requested.